Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted damage to the lead which resulted from the explant procedure. Resistance and pressure testing was performed which confirmed the electrical continuity and insulation integrity. Laboratory analysis did not identify any lead anomalies that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited elevated thresholds measurements and was removed from service six days post implant. No additional adverse patient effects were reported.